Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for pump use was non-malignant pain. As of (B)(6) 2016 the patient was no longer seeing his physician and needed a pump refill. The patient stated that the pump was due to be refilled in (B)(6) 2016 but he was already having withdrawal symptoms. The patient was not hearing a pump alarm but stated that his pump did not alarm last time. The patient stated that he was a busy single father and when he would hear the pump alarm he would call his doctor for a refill. The patient did not know when his refill date was but the last time he went to get his refill he did not hear the alarm and was told that his pump was empty when they went to fill it. The last pump refill was in (B)(6) 2016. The patient experienced a sudden onset of withdrawal symptoms including skin tingling that began (B)(6) 2016 and were gradually becoming worse. The evening of (B)(6) 2016 and the morning of (B)(6) 2016 the symptoms had gotten worse. The patient inquired into going to the emergency room (ER). The patient was currently seeking a new physician. Further information including the following was not provided: clarification of the pump not alarming last time, circumstances leading to the empty pump prior to the refill in (B)(6) 2016, circumstances that led to the withdrawal symptoms, actions taken to resolve the pump not alarming when empty, actions taken to resolve the withdrawal symptoms, or additional information regarding the alarm(s) heard in the past when he would call his doctor for a refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.